Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that for approximately the last two months, the customer had been experiencing elevated blood glucose (bg) levels in the 200-300 mg/dl range. The customer addressed bg levels with pump boluses. The customer stated that their diet was likely causing bg level to be elevated. The customer's healthcare provider (hcp) adjusted pump basal rates to address elevated bg levels.